Event description:
During a standard inspection of a customer returned asset, foreign material was coming out from suction cylinder due to insufficient or incorrect reprocessing. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
Additional issues were noted during the device evaluation. The insulation resistance at the tip was out of standards due to a scratch on the plastic distal end cover. The angulation in the up direction and the gap of the up/down knob were out of standards due to a worn angle wire. The screen was partly dark due to a scratched charge-coupled device (ccd) lens. The ccd lens and light guide lens were broken. The color of light guide lens was changed. There was a gap at the adhesive part on the bending section cover. The connecting tube air/water cylinder, suction cylinder, switch one (1), valve, and s-cover were deformed. There was a crease in the universal cord. The coating of universal cord was cut off. There was pollution due to leakage of the control part. There was corrosion at the electrical connector, scope-connector, and scope identification due to leakage. The light guide lens and objective lens were polluted, and plastic distal end cover had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the reported event is due to reprocessing methods conducted by the user was different from method recommended in IFU or, the user facility staff was insufficiently trained on device handling and reprocessing in accordance with IFU. The event can be detected/prevented by following the instructions for use which state: IFU (reprocessing manual) states the following, the suggested event was seemingly preventable. 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. 5.3 precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Olympus will continue to monitor field performance for this device.